Event description:
It is reported that the flange on cartridge cracked and gave way when loaded in the gun and cement was expelled out of a standard calibre nozzle.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.